Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported that he was in the process of filling his reservoir when the plunger popped off. He was advised not to reuse the reservoir and to get a new one. The customer stated he was 12,500 feet above sea level. He was advised that the altitude change could have pressurized the vial, but it should be equalized and he should be able to fill a new reservoir. The customer's blood glucose was 300 mg/dl.